Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. The reporter stated that the patient's blood glucose (bg) was 549 mg/dl with no symptoms or ketones and no reported intervention above and beyond usual diabetes management. Reportedly, there were no pump setting adjustments before or after the alleged event and the patient remained on the pump. Troubleshooting determined that all boluses were recorded as programmed; the basal/temp basal settings were incorrectly programmed and the patient had miscounted carbohydrates. This complaint is being reported based on the allegation that the patient experienced hyperglycemia with use error of the pump as a contributing factor.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.